Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be filed if additional information becomes available.

Event description:
Siemens became aware of a malfunction while operating the artis zee floor unit. During an emergency patient procedure, x-ray release became unavailable to the user. The patient had to be transferred, and the procedure was completed on an alternate unit. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
H3, h6: siemens healthineers completed the investigation of the reported issue. The investigation was performed based on expert discussions considering complaint description, customer service reports, and system history, system log files, and c-part analysis. According to the initial provided information, x-ray was blocked during an emergency case. The procedure was then continued and finished using an alternative system. No negative health consequences to the patient were communicated to siemens heathineers. The log-file investigation showed that prior to system usage, the system displayed the message "tube hot, have a break" to the user. However, the user started using x-ray. After several x-rays, the system displayed the message "no xray, tube too hot" to the user. A defective x-ray tube cooling unit was found during the service intervention. Therefore, the heat generated by the x-ray tube could not be dissipated. To solve the problem, the cooling unit was then exchanged as part of service activity. During the investigation of the defective part by the manufacturer, the pump was found stuck. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The cooling unit was exchanged by the local service organization. The error mentioned in the complaint has not been reported again since then. This issue has been investigated, and the failure has been identified. As of the date of this report, no field (safety) corrective action (update) is determined to be necessary.

Manufacturer narrative:
7/18/2024: supplemental MDR 2 was submitted to the FDA for correction of the primary UDI number in section d4.